Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2015-product analysis:the device was returned and evaluated by product analysis on 06/13/2015 with the following findings:the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed a related alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, the battery cap threads were damaged and the cap was unable to attach properly to the pump. A test cap was able to secure properly to the pump.